Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 11 events were reported for this quarter. Product return status 11 devices were received. Additional information 11 devices were not reprocessed or reused.

Event description:
This report summarizes 11 events for the failure: fluid/blood leak. - 10 events had problem identified during non-clinical procedure; there was no patient involvement. - 1 event had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99220. Supplemental rationale, corrected data: b5, h6, h11. 11 previously reported events were included in this follow-up record. Product return status, 11 devices were received. Evaluation findings (results/components). 6 devices: fatigue problem / hose. 2 devices: wear problem / seal. 3 devices: no device problem found / part/component/sub-assembly term not applicable. Product disposition. 10 devices: serviced and returned to customer. 1 device: archived by stryker.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30, 2025. This report summarizes 11 events for the failure: fluid/blood leak. - 10 events had problem identified during non-clinical procedure; there was no patient involvement. - 1 event had no health consequences or impact.